Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise, resulting in pacing inhibition and inappropriate atrial tachy response (atr) episodes. The patient did not experience asystole due to their intrinsic rhythm coming through. Boston scientific technical services (ts) was consulted and discussed this could likely be due to insulation damage. No adverse patient effects were reported. This lead remains in service.